Event description:
A nurse has reported toxic anterior segment syndrome (tass). The suspected cause of the tass is unknown. Additional information has been requested but none has been received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).